Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred, the diagnostic procedure was performed by the customer when the issue occurred, and the procedure was completed by using the wireless footswitch. The philips field service engineer (fse) inspected the system on site and confirmed that the wired footswitch was not working. To resolve the issue, fse replaced wired footswitch. The defective wired footswitch was returned to philips for analysis and found footswitch button, joystick, handle and switch was not properly. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was not working, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.